Event description:
It was reported that the pt had put his fully charged cell phone in his right front pocket. It was noted that the pump was also on the right side. Later, the battery was completely empty. The pt reported that he "was in so much pain, I had tears running down my face and couldn't stand up straight. It was many hours later that the pain started to ease up enough to go to bed." The type of medication, concentration , and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).